Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited the connecting tube with coating peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connecting and the bending tube both had a dent. Due to the dent in the bending tube, the play of the right/left knob was out of the standard value. The adhesive on the bending section cover had a chip. Due to damage, the angulation lever did not move smoothly. Due to damage to the camera head tube, forceps could not be inserted smoothly. The image guide protector had a cut. The connecting tube, the suction cover, and the control unit all had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that coating on insertion tube peeled off was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.